Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of blood in helium pathway is confirmed based on visual inspection of the device. The cause of the complaint was unable to be determined due to the returned state of the device. The device was returned with the tip of the iab bladder damaged; also a puncture to the bladder, consistent with contact from the broken fiber, was found near the distal tip of the iab. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for developing trends. User facility report no.: mw5073210. Additional information received from the mw report. The patient underwent a coronary artery bypass graft x2 vessels. Blood was noted in the tubing and the iab was removed. Surgery proceeded to completion.

Event description:
It was reported the event occurred during use on a patient. The patient was being prepped in the cardiovascular operating room for open heart case when perfusionist noted blood in catheter. The catheter had been placed two days prior in cath lab.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the event occurred during use on a patient. The patient was being prepped in the cardiovascular operating room for open heart case when perfusionist noted blood in catheter. The catheter had been placed two days prior in cath lab.